Event description:
An infusion pump with failure code 16:310. Information was not provided whether or not the device was in patient use when the event occurred. No patient injury or medical intervention had been reported related to the device.